Event description:
It was reported that during a heavily tortuous, heavily calcified, de novo, mid, left anterior descending (lad) artery stenting procedure a xience v stent was implanted and a dissection occurred. Another xience v stent was used to cover the dissection successfully and completing the procedure. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. It should be noted that the xience IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.